Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This report is being submitted as an initial final report. The device history record for zimmer electric dermatome serial number (B)(4) was reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with the device. The record review found no issues with the device and all verifications, inspections, and tests were successfully completed. The reported event was confirmed by the service technician who performed the evaluation and repair. On 7 january 2020, it was reported that a dermatome was not working on 13 december 2019. The customer returned a zimmer electric dermatome serial number (B)(4) for evaluation. Evaluation of the device by on 31 december 2019 noted that the width plate screws were missing. The device was forwarded to zimmer (B)(4) for further evaluation and repair. Evaluation of the device by zimmer (B)(4) on 15 january 2020 noted that the device was out of calibration at all four settings and that the motor did not run. Upon further evaluation, it was found that the motor, handpiece switch, multiple bearings, an o-ring, a seal, the reciprocating arm, external e-ring, width plate screws, and the plug harness assembly were defective. Repair of the dermatome occurred on 16 january 2020 and involved replacing the motor, handpiece switch, multiple bearings, an o-ring, a seal, the reciprocating arm, external e-ring, width plate screws, and the plug harness assembly as well as recalibrating the device. The technician then tested and verified that the device was functioning as intended, then returned the device to the customer without further incident. Reference number: 300196153 on 7 january 2020. While the service technician found that the motor did not run, the device was out of calibration at all settings, and that there was a defective motor, handpiece switch, bearing, o-ring, seal, reciprocating arm, and external e-rings with the device, all of which would prevent the device from operating as intended, it cannot be determined from the information provided as to what caused these failures with the device. As such, a specific cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
It was reported that the dermatome was not working. Event occurred during surgery. No harm or delay reported. At evaluation and investigation of the event the device was found to have screws missing, a reportable malfunction. No adverse events were reported as a result of this malfunction. No additional event information available.